Event description:
A disposable laparoscopic stapler was opened for patient's thorascopic lung surgery. The stapler load that came with the stapler failed to fire any staples. No harm came from the attempt of use. Another stapler load was opened and used with the originally opened stapler handpiece without issue. Manufacturer response for stapler, surgical, just right 5 mm stapler (per site reporter).